Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed under intracardiac echocardiogram (ice) imaging. Venous femoral access was obtained. A watchman trusteer access system (was) was positioned at the laa. A 31mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted after release criteria had been met. Upon removing the was, the was appeared to be caught on the threaded insert and pulled the closure device into an unfavorable proximal position despite the device is still sized correctly and sealed. There were no patient complications. The procedure was concluded. The physicians will proceed as normal with the 45 day routine follow up imaging appointment.